Event description:
It was reported that the patient experienced discomfort in the glans with a tactra device. The physician determined that the device was an improper size for the patient and was explanted. A new shorter tactra was implanted. There were no additional patient complications reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom of discomfort is a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, it reasonably suggests the clinical event of glans discomfort was due to improper cylinder sizing. A conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that the patient experienced discomfort in the glans with a tactra device. The physician determined that the device was an improper size for the patient and was explanted. A new shorter tactra was implanted. There were no additional patient complications reported.